Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. The reporter stated that the pump was emitting occlusion alarms when occlusions were not occurring. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion alarm issue.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple occlusion alarms associated with a high force. The pump was exercised for 24 hours with no duplicated occlusion alarms. The force sensor calibration reading was within specifications. The pump case was removed and no damage to the force sensor circuit was found.